Event description:
It was reported when using the bd vacutainer® edta 2k customer found a rubber pieces in tube. The following information was provided by the initial reporter. The customer stated: this is a report about rubber pieces in tube. According to the customer's report, tiny pieces of the rubber stopper seem to be entering inside the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of photo was performed and revealed foreign matter on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k customer found a rubber pieces in tube. The following information was provided by the initial reporter. The customer stated: this is a report about rubber pieces in tube. According to the customer's report, tiny pieces of the rubber stopper seem to be entering inside the tube.